Event description:
It was reported that the patient heard an alert. A lead warning was triggered and noise was noted on the ventricular lead. The noise could not be generated by isometrics during an office visit. During a revision procedure, the connection to the device was checked and determined to be okay, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was torn. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that the amount of dried blood in the distal conductor implies the torn outer insulation at 60.3 cm likely occurred during the implant procedure.